Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error messages (sf147 and sf218) and the device failure to complete its internal self-test were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf147 and sf218) indicating a stalled main blower and main circuit board error. The device also failed to complete its internal self-test. There was no patient injury reported as a result of this incident.